Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of hospitalization for the repair of three hernias. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. The patient¿s three hernias were pre-existing prior to the start of pd therapy in 2019. Although the cause of the hernias is unknown, the liberty select cycler, nor any fresenius product was in use at the time of their development. The pd therapy itself most likely exacerbated the hernias resulting in the need for hernia repair surgery and temporary transition to in-center hemodialysis. Based on the available information the liberty select cycler can be excluded as the cause of the patient¿s three hernias, although the pd therapy itself most likely contributed to the exacerbation of the hernias.

Event description:
A peritoneal dialysis registered nurse (pdrn) stated that a peritoneal dialysis (pd) patient was in the hospital from (B)(6) 2021 to (B)(6) 2021 for three hernias. The pdrn stated that the patient's doctor had advised the patient that they would not be able to continue with surgery until they had their access site revised. The patient is currently doing well and is doing hemodialysis. Additional information was obtained through follow-up with the pdrn. The patient was diagnosed with three hernias prior to the start of pd therapy on (B)(6) 2019. The patient had a right inguinal hernia, left inguinal hernia, and a small umbilical hernia. The cause of the hernias is unknown. Due to a report of intermittent scrotal edema, the patient¿s pd prescription fill volume was temporarily reduced on (B)(6) 2019 from 1800ml to 1600ml. On (B)(6) 2019 the scrotal edema resolved, and the patient did not require any additional prescription adjustment. The patient¿s hernias worsened with pd therapy and on (B)(6) 2021 the patient was a direct admit to the hospital for an arterio-venous graft (avg) revision. During the hospitalization, the patient underwent the avg revision. Additionally, on (B)(6) 2021 the patient underwent a hernia repair surgery. The patient¿s pd therapy has been discontinued and he is completing in-center hemodialysis (hd) until further notice. The pdrn stated that the hernias are not related to any fresenius devices(s) or product(s).